Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that "unit did not alarm at the proper time during dsat".

Manufacturer narrative:
Philips investigated the issue and found that there was no product malfunction. The device is working as designed and intended. The criteria for the red desat alarm was not met. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that "unit did not alarm at the proper time during dsat". The device alarmed and the nurse went into the patients room. The nurse found that the patients skin had turned blue. The nurse intervened with the necessary treatment and the patients condition improved.

Event description:
The customer reported that "unit did not alarm at the proper time during dsat." The device alarmed and the nurse went into the patient's room. The nurse found that the patient's skin had turned blue. The nurse intervened with the necessary treatment and the patient's condition improved.

Manufacturer narrative:
Philips investigated the issue and found that there was no product malfunction. The device is working as designed and intended. The criteria for the red desat alarm was not met. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.